Event description:
Pmt was contacted by our (B)(4) distributor regarding a tissue expander micro remote port that has friction when inserting the filling needle into the port top. They also stated that the port was leaking from the needle insertion points. The port was not implanted into the body. The user decided to remove the entire tissue expander so that the port could remain attached to the actual device it was used with. The following dates are the implant and explant dates provided by the (B)(4) distributor. Tissue expander implant date: (B)(6) 2011. Tissue expander explant date: (B)(6) 2011. The length of implantation was approx 5 months. IFU states use is only for 90 days. An add'l surgery is not scheduled at this time, but will be scheduled in approx 6 months to re-balance the breasts.

Manufacturer narrative:
On (B)(6) 2011, the (B)(4) distributor that reported the event to pmt was in the us and visited our facility, where we were able to discuss the reported event. During this meeting, pmt asked what size needle the user was using to fill the tissue expander through the micro remote port. They stated that most users, use a 19 or 20 gauge hypodermic needle. Pmt's IFU states to use no larger than a 21 gauge needle. On (B)(4) 2011, an investigation into the reported product malfunction occurred. The findings of the investigation are as follows: to test the reported friction - using a 21 gauge hypodermic needle the pmt investigator inserted the needle multiple times into the micro remote port to test for friction. No friction occurred. To test for leakage - the pmt investigator pressurized the micro remote port using a syringe filled with water. No leakage occurred from the investigation needle insertion points, but leakage did not occur from the needle insertion point created by the user. The conclusion is that the user, used a needle larger than the size indicated in the IFU, this would cause friction when inserting and leakage from the insertion points. Using a needle larger than specified is considered off-label use. It is also noted that the tissue expander was implanted for approx 5 months. This is also off label use. The IFU stated length of use is up to 90 days.